Event description:
It was reported that the right ventricular (rv) lead and the left ventricular (lv) leads were attempted to be implanted but not used. The leads had difficulty being implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.